Manufacturer narrative:
Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that two ratcheting straight handles were defective. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: correcting patient code to the correct value.